Event description:
It was reported that the patient heard audible alarms coming inside the patient's chest. The patient has an ICD implant that was ruled out as a potential alarm source. Vad interrogation appeared to capture a few power cable disconnect alarms. It was noted there was some corrosion on the patient's system controller. The system controller was exchanged. Log files were submitted to tech services for review. Log file review appeared to capture the reported power cable disconnect alarms that appeared to be associated with routine power source changes.

Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replacing the system controller, serial number: (B)(6) due to corrosion, could not be confirmed. No images were provided of the system controller, nor did the controller return for inspection. The submitted system controller log files were reviewed and contained data from 02nov2025 - 15dec2025. The log files were unremarkable; no notable events were observed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported wear and corrosion could not be conclusively determined through the information provided. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.